Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced "anisometropia" and "blurred driving vision; right eye interfering with left eye - anisometropia". Additional information was provided by the physician, who reported that six weeks following the implant procedure the patient was doing well but myopic and the patient did not feel that the vision was clear. She was originally myopic. The iol exchange was complicated because the patient had scar tissue and the physician had to amputate the haptics out. The patient had sutures placed in her eye and a wound leak the next day. The wound was repaired. The replacement iol was placed in the sulcus, because ¿the posterior capsule had rents in it; no vitreous was lost¿. The patient is doing fine.